Manufacturer narrative:
Product complaint # (B)(4). Month and day unknown. Only year (2018) is known. Batch # r58a9g. Device evaluation summary: the analysis results found that the tlc10 device was received with no apparent damaged and with a cartridge reload loaded in the device. The cartridge reload had the proximal five drivers up without staples, and the remaining drivers down with staples present. The returned cartridge reload had the swing tab in the locked position. The cartridge reload was manually unlocked and the device was tested for functionality with the returned cartridge reload and it fired, cut, and formed all the remaining staples as intended. The device fired with no difficulties and the staples were noted to have the proper b-formed shape. It should be noted that the cartridge reload is designed to lockout, as a safety feature, if any staples have been fired from the cartridge reload. In addition, failure to complete the stroke may result in incomplete staple line. For additional information please refer to the instructions for use. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process. Additionally, the analysis results found that one tcr10 reload was received with no apparent damage and with the swing tab in the unlocked position and with 4 drivers up along the cartridge. The reload was tested for functionality with a test device and it fired, cut, and formed all the staples as intended. The device fired with no difficulties and the staples were noted to have the proper b-formed shape. It is possible that an improper handling of the reload caused the staples to fall out, the proper handling instructions should be used when removing and reloading cartridges into the device, please reference the instructions for use. It should be noted that 100% inspection is performed by means of an automated vision system to ensure staple presence; the swing tab is present and unlocked.

Event description:
It was reported that during an unknown procedure, no knife working due to hard and thick tissue. There were no patient consequences reported.